Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "foreign matter" was observed in the return line of a prismaflex st100 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection of the actual sample showed a black particle inside the set return line. The particle was embedded in the plastic of the line. The lines of the prismaflex set are provided by an internal supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the particulate defect was determined to be related to supplier manufacturing. Should additional relevant information become available, a supplemental report will be submitted.